Manufacturer narrative:
Image review: the returned procedural images capture the lesion morphology as reported by the account. The images capture the pre-dilation and the successful implantation of an unknown stent. The images capture improved flow post stent implantation. The returned procedural images do not capture the delivery or reported deformation of the resolute integrity stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sheath and stylette were returned loaded in device. Numerous kinks were visible along the catheter during initial inspection. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 30th proximal stent wrap, with struts raised. Kinking was apparent immediate proximal to the gw entry port; 29cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute integrity drug eluting stents to treat a lesion located in the left anterior descending (lad) artery which was reported to be severely tortuous and calcified with 98% stenosis. No damage was noted to packaging for both devices. No issues were noted when removing the second device from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues for both devices. The lesion was pre-dilated using 1.25x12 and 2.0x15 balloons at 12-16atm. It was reported that for both devices used stent deformation occurred during positioning/ advancement of the devices to the lesion. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices and excessive force was used during delivery in both cases. The physician does believe that for both devices the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injuries were reported. The procedure was completed using a non-medtronic device.